Event description:
It was reported that there was a confirmed overdischarge, noted to be the second overdischarge. A physician mode recharge (pmr) successfully reset the device. A power on reset (por) also occurred but it was unknown what specific code occurred. It was not successfully cleared. When attempting to interrogate the implantable pulse generator (ipg) after charging to 25%, the ipg drained before the por could be cleared. The patient had been at the clinic for 2 hours and wanted to leave. The patient was instructed to charge to 100% and keep a close watch on the battery as it would drain quickly again. The patient was going to come back to the clinic in a couple days for an epidural injection and the manufacturer representative would clear the por at that time. The cause of the event was the patient¿s recharger equipment had been stolen from his car and the patient had not charged for several months. The patient experienced less than 50% therapy relief. Additional information received reported that there were telemetry issues. Overdischarge counts were reviewed. The first trickle charge was performed at the time of the last report. The overdischarge was confirmed to have been due to the stolen equipment. The patient was going to return to the clinic on (B)(6) 2015 to have the power on reset (por) cleared. Follow-up determined that the por was cleared. It was noted to have been a 0x3 code. The patient was fully charged and therapy was up and running. Stimulation was where he needed it so no reprogramming was done. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).